Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total hysterectomy procedure, after about an hour, there was a jaw breakage; lot of smoke and the device was not coagulating properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m92v31. The device was returned with the jaws misaligned and still attached to the device. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. Due to the condition of the device, we are unable to investigate further the tissue effect issues and the smoking issues. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.